Event description:
Reporter indicated a vns patient had lead and generator revision surgery. Further follow up revealed the generator was initially explanted in 2007, but the lead was left in the patient. When a new generator was attached to the resident lead, high lead impedance was obtained, and a new lead was implanted with the new generator. Programming history for the generator was reviewed. High impedance has been occurring since at least (B)(6)2007, when it was first noted in the history with systems diagnostics testing. High impedance is noted again on (B)(6)2008 with systems testing. Attempts for further information and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.